Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a primary iliac stenting treatment procedure, it was noticed the stent had expired. The physician implanted this 16 x 40mm x 100cm wallstent in the iliac artery without difficulties. The stent fully expanded, and was well positioned and well apposed. Post-procedure, it was noted that the stent had expired. The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.